Manufacturer narrative:
The serial number for the 20mm sapien3 valve was received. The following sections of this report have been updated: (B)(4).

Manufacturer narrative:
UDI: the serial number for the sapien 3 was not provided at the time of this report. This is a thv/tvt registry event. Investigation of this event is ongoing.

Event description:
Approximate seven weeks post transfemoral tavr procedure, the patient was hospitalized for severe paravalvular leak and congestive heart failure. The patient was taken to the cardiac cath lab. The 20 mm s3 valve was re-dilated with a 22 mm noncompliant balloon with no improvement. It was then re-dilated with a 24 mm balloon. The balloon was clearly oversized with still severe pvl. A 26 mm non-edwards tavr valve was positioned below the s3 valve to seal the inflow; but still showed severe pvl. The non-edwards tavr valve was retracted. The paravalvular leak was wired with a stiff angled glide and exchanged for an amplatz superstiff wire. The paravalvular leak was plugged with a 4 mm amplatzer asd plug and there was complete resolution of pvl. However, this resulted in severe central aortic insufficiency of the sapien 3 due to ¿disruption of the valve leaflet retainers¿ that were positioned near the pvl. The valve was ballooned twice with only minimal improvement. A 26 mm non-edwards tavr valve was then placed inside the sapien 3. This resulted in complete resolution of the central ai with no gradient. Two weeks later, the patient was seen in the office and is doing well with a 14 pounds of diuresis. Her diuretics have been cut to ¼ dose. Her mitral stenosis treatment is good with a heart rate of 60.

Manufacturer narrative:
Per medical records received this patient was admitted with dyspnea. She was found to have a murmur and severe aortic stenosis and was transferred to another hospital for evaluation of aortic valve replacement. The patient has known pulmonary hypertension, and her pre-tavr echocardiogram done on (B)(6) 2017 showed a valve areas of 0.62 sq. Cm. This echo also revealed her ejection fraction to be 70% and mildly dilated right ventricular chamber with normal function. Her valve gradient was 42mmhg. There was also moderate calcific mitral stenosis with a mean gradient of 8mmhg. There was moderate tricuspid regurgitation and severe chronic obstructive pulmonary disease. On (B)(6) 2017 the patient underwent transfemoral aortic valve replacement with a 20mm sapien 3 valve. Two days post tavr echo showed aortic insufficiency caused by moderate paravalvular leak. Five days post implant, the physician discussed options for ai intervention and arrived at medical management since the patient seemed to be improving. Tobacco cessation was encouraged. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central aortic insufficiency was attributed to the multiple attempts by the physician to resolve the paravalvular leak (multiple post dilation with 22 and 24mm balloons, failed attempt to deploy a non-edwards valve, deployment of a 4mm amplatzer asd plug). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.